Event description:
Additional information received reported that the patient was walking two months ago when she felt a "snap" like a rubber band in her back. After this the patient experienced pain all over her body. Most of the pain eventually subsided, though it remained in her back. The patient was reprogrammed, but still felt that the system hadn't helped. The patient felt acute pain when applying pressure to her left side, but did not experience the pain down the side into the bicycle seat area when the neurostimulator was turned off. It was noted that no x-rays had been taken of the lead location.

Event description:
It was reported that the patient felt no stimulation sensation and never had therapeutic effect. The patient also experienced pain in the bicycle seat area. The patient changed programs and planned to evaluate the new program. It was later reported that the patient experienced a shocking sensation if she pressed on the area when the neurostimulator was located. It was noted that the patient had been having a lot of trouble with her back, and had seen a chiropractor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v689338, implanted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).